Event description:
This device was implanted on (B)(6) 2010 and remains implanted. The device is at eri but the physician decided to implant a new device on the left side and turn off this old device on the right side. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).